Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Evaluation summary: visual, dimensional and functional inspections were performed on the returned device. The reported difficulties were unable to be confirmed. The investigation was unable to determine a conclusive cause for the reported difficulties. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a superficial femoral artery. When inflating a 6.0 x 200 mm armada 018 balloon catheter, it was inflated to 10 atmospheres one time and the balloon did not fully inflate. There was a waist in the balloon. The balloon deflated very slowly; however, it did fully deflate. The balloon was moved to a different part of the lesion and again the balloon inflated with a waist and was slow to deflate. A 6.0 x 150 mm armada 018 balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.